Event description:
It was reported per medwatch report that a physician was inserting a central line. The left chest was prepped. The vein was accessed on the first attempt, but the spring wire guide (swg) broke and was fully retrieved. The physician said he had no trouble with a rib or clavicle, it was a smooth entry. The dilator catheter was over the swg. When the catheter was in and the physician was pulling out the swg, it wouldn't budge. He tugged a little harder and said it felt tighter than is should have been; there was more resistance than you would expect. He said the outside part came off and the wire unraveled. The physician said he has inserted multiple lines and this has never happened before or since. The packaging was not saved. The physician told the staff he wanted the company notified. Additional info received on (B)(6) 2011 from the risk mgr stated the swg was pulled out of the pt intact. Another catheter was placed and used successfully for the pt. It is unk if there was a delay in treatment. There was no pt death and no negative impact to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.